Event description:
Intractable spasticity, possible baclofen pump failure or malfunction. Cp w/ spastic quadriplegia, on baclofen pump however had worsening spasticity thought to be due to baclofen pump failure and dye injection study showed that the dye didn't enter intrathecal space.